Manufacturer narrative:
Turbo-ject over-the-wire single lumen peripherally inserted central venous catheter set. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient had a peripherally inserted central catheter (PICC) line implanted for unspecified indications. The customer states the PICC line broke at an unspecified time following implantation. The conditions and circumstances surrounding the event were not provided. No piece of the device remained inside the patient. The patient did not require additional procedures due to this event.

Manufacturer narrative:
A review of the instructions for use, quality control, and review of specifications was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to address this issue.